Manufacturer narrative:
The field service engineer replaced the data acquisition board to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details and patient information.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
Conclusion / root cause: the data acquisition (da) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).